Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but the device was replaced with a new one which was brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Device was brand new and passed testing and qa at dta workshop. After delivery to customer, unit was only in clinical use for a few days before it began failing pre-op checks; tightness test and flow sensor calibration. The device was sent back to dta for inspection. Upon further inspection, device fails tightness and flow sensor pre-op checks - both tests get stuck at "disconnect patient" and then fails (videos attached). Also displaying "release valve defective". Error logs are full of tn 531909. During ventilation, there is no flow able to be generated from the inspiratory port. During service software, failing: calibrations: insp. Valve, pressure, exp valve, o2 sensor, flow sensor pneumatics 1: binary valve, autozero, blower flow, blower pressure, exp valve, insp. Valve pneumatics 2: o2 input, ambi valve, prox test, air entry.